Manufacturer narrative:
The device has not been returned for evaluation.(B)(4)

Event description:
During the case a piece of the front end burst off and remained in the joint. That was recognized during the cleaning and sterilization process. A fluoroscopy after the case confirmed the suspicion of the broken instrument. The surgeon talked with the patient and she decided not to go for second surgery. She would like to wait and see if the remaining part of the instrument will cause any complications.